Event description:
Additional information from the physician revealed that the patient did not have tortuous anatomy and the physician did not have difficulty inserting the catheter into the patient. The physician claimed he only had difficulty inserting the separator into the catheter. When the physician removed the penumbra system reperfusion catheter 032 from the patient he noted kinks in the catheter and the separator was stuck inside. The penumbra system reperfusion catheter 054 returned with the penumbra system 032 complaint devices was returned by mistake. This device was used during the procedure, but had no issue during use.

Manufacturer narrative:
Device investigation: there is a small ovalization centered 9.5 cm from the distal tip of the catheter 054. The proximal shaft is flattened between 7.5 and 8.2 cm from the hub/shaft joint. Results: a 0.054" mandrel was introduced into the hub of the catheter 054 and advanced distally. The progress stopped 7.4 cm from the hub/shaft joint. The catheter is non-functional. There was no mention of the 054 catheter in the complaint and follow-up information from the distributor indicated that there was no issue with the 054 catheter during the case. The damage to this catheter likely occurred during return shipment.

Event description:
The physician placed the psc032 proximal to the clot. When the physician attempted to advance the pss032 into the psc032 it would not pass. The physician changed to a new psc032 and pss032 and successfully completed the procedure.this MDR is associated with mdrs 3005168196-2011-00383 and 3005168196-2011-00401.

Manufacturer narrative:
Conclusion: the device is available for evaluation and a follow-up MDR will be submitted upon completion of the device evaluation